Event description:
The following medical device '7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer' reportedly came apart during a patient's blood transfusion at hospital, leading to extensive (although not quantified) blood loss. There was a short delay to replace the blood lost for the patient, and this increased the time required to complete the transfusion. There are no further details available regarding the incident at this time.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Note: because the blood leaked during transfusion, it is not clear if any of the blood loss belonged to the patient, or if it leaked from the transfusion bag. Therefore, the following code was not selected. Hemorrhage/bleeding e0506.